Manufacturer narrative:
Product analysis: visual review confirms the instrument is broken several threads down from the distal tip of the threaded rod. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue. There is a shear lip that is consistent with bend stress overload. Conclusion: the above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intra-operatively the inserter was broken during the placement of the pivox cage. The threaded part of the inner shaft of the inserter was broken. The device come in contact with the patient was unknown. No patient complications were reported due to this event.